Event description:
It was reported by svc report that the cot won't lock at the top height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Trolleys, lock tube and trolley plate, retainer rings.